Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic an eurysm. It was reported that the patient returned for an eight-year follow-up and the duplex was not clear as there was air in the colon. The physician decided to make a cta. The cta showed a grown aneurysm in the left iliac artery with a distal type 1b endoleak. A dynamical cta also showed progression of the disease at the proximal end. The physicians decided to implant heli-fx aptus endoanchors and implant iliac extensions. The events were resolved. Per the investigator the causes of the events were related to the patient¿s anatomy of continued disease progression. No additional clinical sequelae were reported and the patient is fine.